Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: it was reported that this is not the first time this has happened. Have the other occurrences been reported? If yes, please provide the file numbers under which these issues were reported. If no, please provide the number of times and details for each occurrence so the information can be reported. Response: the customer reported this event directly to anvisa, our regulatory agency. Unfortunately it is not possible to get the answers for your questions because the complainer is anonymous.

Event description:
It was reported that during an open rectosigmoidectomy procedure there was a failure of clipping with contour. During the open surgery rectosigmoidectomy failed. The staple cut but did not staple. The surgeon concluded the anastomosis with manual suture. Note: the rectum was easily dissected and well cleaned (without fat), and the stapler´s closing was easy, without resistance. This is not the first time that this happens. There were no adverse consequences for the patient. One device was discarded